Manufacturer narrative:
(B)(4). S/w = unknown. Retainer ring = black. Case type = ngp . Customer returned pump for alleged cosmetic damage located at the keypad found on (B)(6) -2022. Unable to perform self test and displacement test due to unresponsive keypad. Unresponsive keypad from all buttons due to moisture damage to the electronic assembly. The p-cap/reservoir does lock properly. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. The following were noted during visual inspection: cracked select button keypad overlay, scratched case, cracked lcd window, and pillowing keypad overlay. Confirmed intermittent response from all buttons due to moisture damage to the pcba 1, pcba 2, and motor. Cosmetic damage was confirmed at select button keypad overlay and keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the keypad was bubbled underneath and damaged. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The insulin pump will be returned for the analysis.